Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a rotawire device. Visual and microscope inspection of the analysis of the returned product revealed that the floppy tip of the wire was found stretched and broken. There were numerous kinks along the wire. The guidewire was returned in 5 pieces; 3 small pieces and 2 longer pieces. The rotawire was separated in 4 locations. The first separation was 188.5cm from the proximal end of the wire, the next separation was 133.9cm from the proximal end of the broken wire. The next separation was 2.5cm from that and then the floppy tip was separated 1.1cm from that and then the most distal part of the floppy section was 4.5cm long. The floppy tip was severely stretched and there were numerous kinks along the entire wire. The overall length and the outer diameter (od) of the distal tip dimensional test could not be performed due to stretched and detached tip, the middle section and proximal section were within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. E1. Initial reporter city: (B)(6).

Event description:
It was reported that the wire detached. A 1.50mm rotapro was selected for percutaneous transluminal coronary rotational atherectomy (ptcra) procedure of the proximal and mid left anterior descending artery (lad). The 90% stenosed target lesion was 10mmx1.5mm. During the procedure, rotapro was advanced through a 7f guide into moderately tortuous and severely calcified lad. Two ablation runs were completed with speeds 175,000rpm for 15 seconds each. The first ablation rotation speed down at 0rpm and the second ablation down at 5000rpm. Ablation was performed by the rotational burr being moved forward and backward all the time without staying one place. The burr did not come into contact with the spring tip of the rotawire. After the second ablation was performed, ablation for the calcified segment was not enough and the burr became stuck in the lesion. The device was attempted to be removed using a balloon. However, the burr and wire became detached when the physician tried to release the entrapped devices with the balloon. The wire was noted to be stretched. Surgical thoracotomy was performed to remove the entrapped device and detached components. There was no fragment left inside the patient and no further patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the wire detached. A 1.50mm rotapro was selected for percutaneous transluminal coronary rotational atherectomy (ptcra) procedure of the proximal and mid left anterior descending artery (lad). The 90% stenosed target lesion was 10mmx1.5mm. During the procedure, rotapro was advanced through a 7f guide into moderately tortuous and severely calcified lad. Two ablation runs were completed with speeds 175,000rpm for 15 seconds each. The first ablation rotation speed down at 0rpm and the second ablation down at 5000rpm. Ablation was performed by the rotational burr being moved forward and backward all the time without staying one place. The burr did not come into contact with the spring tip of the rotawire. After the second ablation was performed, ablation for the calcified segment was not enough and the burr became stuck in the lesion. The device was attempted to be removed using a balloon. However, the burr and wire became detached when the physician tried to release the entrapped devices with the balloon. The wire was noted to be stretched. Surgical thoracotomy was performed to remove the entrapped device and detached components. There was no fragment left inside the patient and no further patient complications reported.